Event description:
It was reported that prior to a da vinci s total hysterectomy surgical procedure, while starting up the system, the customer experienced system error code #25589. The pt was not in the room and did not have ports placed, however the pt had been given anesthesia 30 minutes prior to the site calling isi technical support. No pt harm was reported. The surgeon decided to reschedule the surgery.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system fault experienced by the customer was associated with the remote arm controller board (rac). The system was repaired by replacing the affected rac. The remote arm controller (rac) is an electronic module comprised of four printed circuit assemblies (pcas) and cooling fans. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. System error code #25589 appears when the da vinci s safety system determines during the power up self test that the remote arm controller board (rac) brakes failed the brake voltage test. Upon determining these conditions, the safety systems put da vinci s in a "recoverable safe state." The rac was returned to isi for failure analysis investigation. It was determined that faulty chips most likely contributed to the system error experienced by the customer. As of 2008, there have been no reported recurrences of the issue at this hospital.